Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17730069ma has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: carto 3 system, us catalog #: unknown, serial #: unknown, (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a cavotricuspid isthmus (cti) ablation procedure for typical atrial flutter with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac arrest requiring cardiopulmonary resuscitation (CPR), pharmacologic support, and intubation. During ablation, the patient went into pulseless electrical activity (pea). CPR was performed and unspecified medications were administered. Although the pulse was restored with interventions, there was no mechanical capture in the absence of chest compressions for 10 -15 minutes. Patient was intubated and transferred to the coronary care unit (ccu). Patient required extended hospitalization as a result of the adverse event. Patient was noted to be improving. It was noted that the ¿v-stim study¿ was negative. Medical history includes substance abuse, ejection fraction (ef) of 10%, and lifevest defibrillator. Physician¿s opinion regarding the cause of the adverse event is that it was related to patient condition. It was noted that the physician did not believe that any biosense webster, inc. Products were at fault. There is no information regarding shaft proximity interference value. Thermocool® smart touch¿ bi-directional navigation catheter was not in close proximity to another catheter. Thermocool® smart touch¿ bi-directional navigation catheter was functioning as expected. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical/surgical intervention or prolonged hospitalization to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.